Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with dilation and curettage, hysteroscopy, endometrial ablation, suburethral sling, anterior repair, vaginal vault suspension with mesh, cervix, leep skin tag removal, due to stress urinary incontinence, cystocele, abnormal uterine bleeding, elongated cervix, uterine prolapse, and labial skin tag. It was reported that patient underwent a mesh resection/excision/revision on (B)(6) 2012. On (B)(6) 2012, the patient underwent a total vaginal hysterectomy, mccall culdoplasty, anterior colporrhaphy and cystoscopy due to urogenital prolapse.

Manufacturer narrative:
(B)(4). It was reported that patient underwent transvaginal excision of exposed vaginal mesh, closure of vaginal defect and cystoscopy on (B)(6) 2012 for exposed vaginal mesh and pelvic pain.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-07993. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic cervicitis.

Event description:
It was reported that following insertion the patient experienced chronic cervicitis.